Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, an open conversion was performed for stent graft infection. The proximal part of the trunk-ipsilateral leg was explanted and replaced with a vascular graft. The patient tolerated the procedure. (This event has been separately reported under report number: 2017233-2026-07276.) On (B)(6), 2026, a reintervention was performed for bilateral iliac artery expansion and a type ib endoleak on the right side. Although the initial plan was to extend both sides to the external iliac artery (eia) as landing zones, the physician decided to attempt bilateral gore® excluder® iliac branch endoprosthesis (ibe) placement first. During the procedure, insertion of a 12 fr gore® dryseal flex introducer sheath (dsf) was difficult due to tortuosity of the left eia. Ultimately, docking the 12 fr dsfs inserted from each side enabled successful advancement. After deploying the iliac branch component on the right side, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was to be deployed into the internal iliac artery (iia); however, during repeated positioning, the vbx stent graft partially dislodged from the catheter and could not be retrieved into the sheath. It was eventually pulled back to the right common iliac artery and deployed there. Additional vbxs and an internal iliac component were deployed to complete the ibe. An intraoperative angiography showed a junction endoleak from the vbxs within the right iia. Preservation of the iia was abandoned, and the right side was completed as originally planned by adding a contralateral leg extension to the eia to intentionally cover the iia and achieve eia landing. The ibe on the left side was deployed without problems. The reporting physician commented as follows: the attempt to place ibes on both sides may have been overly ambitious. However, the vbx in the right iia turned out to be beneficial, as it may also help prevent a type ii endoleak. Regarding the difficulty in advancing the 12 fr dsf, it was likely catching at the anastomosis between the graft and the limb, making delivery challenging. Since the original plan was bilateral eia landing, it was good to be able to preserve the iia on one side.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: code d1102: instructions for use (IFU) of gore® viabahn® vbx balloon expandable endoprosthesis instruct the user to advance cautiously and, if excessive resistance is felt, remove the delivery catheter and sheath together as a unit. The IFU warns against withdrawing the undeployed stent back into the introducer sheath after it has been fully introduced.